Event description:
Patient in cath lab coded during procedure. Intubated at 1113, patient ventilated without problems. Mid-code, developed difficulty ventilating patient. Rt felt the cuff was deficient. Confirmed by bronchoscopy. Tube removed and patient reintubated.